Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported hospitalization due to diabetes ketoacidosis. Customer was thirsty, sleepy, hungry, nausea and tight muscles. Customer was in school, he went to the nurse's office. The blood glucose reading at the time of the event was 540 mg/dl. The paramedics were called to transport customer to hospital. Hospital treated with IV drip. Customer requested replacement of the insulin pump. The current blood glucose reading is 118 mg/dl. Nothing further reported.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.